Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported via e-mail that the string on a tampon was broken and she could not find the string to remove the pledget from her vaginal cavity. She then noticed a short piece of string still attached to the pledget and found the other half of the string in the package. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.